Event description:
It was reported that the implant at tooth site #18 fractured and was removed. Top part of implant fractured.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k101880.